Manufacturer narrative:
The reported events of failure to capture and p-wave amp variation were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual and x-ray examinations was normal with no anomalies found.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited p-wave amplitude variation and loss of capture. The ra lead was not used and replaced during procedure on (B)(6) 2025. The patient remained stable throughout.